Manufacturer narrative:
Method - device not returned, follow up with company representative. Product was from trunk stock.

Event description:
It was reported that a patient underwent a kyphoplasty procedure on (B)(6) 2007. During the procedure, an expired bone filler device was used. There were no patient complications or adverse events. No additional information was reported.